Event description:
The customer called to report that they are getting error 2085 air detected during diluent suction. Tss had the customer verify that no diluent tubing is pinched or disconnected and per the customer none is noted. Tss had the customer prime the diluent with multiple diluent primes, but the error persists. The customer is down and they run class a afp. Dispatched to fse.

Manufacturer narrative:
Customer reported error 2085. Entered maintenance program and used prime diluent function to observe the performance of the diluent pump. Diluent pump was showing impaired performance. Replaced diluent pump. Validated analyzer with qc material. Analyzer now functioning as intended and back in service. Part:021124 as investigated:a140801 failure to deliver. Cause code:d02 cause traced to component failure].